Event description:
It was reported that during post operative programming the trial lead was pulled out. Patient was taken back to the or and surgical intervention was undertaken on (B)(6) 2022 to explant and replace the trial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.